Manufacturer narrative:
(B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de was unable to deliver medication. The following information was provided by the initial reporter: needle not permeable.